Manufacturer narrative:
Results: a DHR/qn review for batch 7086532 (p/n 309646) was performed, manufacturing dates: 4/26/2017 ¿ 4/27/2017. Batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086532 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One open 5ml packaged syringe was received by bd (B)(4) and confirmed to be from batch #7086532 (p/n 309646). The sample was visually evaluated. The syringe was found to have multiple black spots and raised plastic from damage. The syringe does not have any print on barrel. The barrel appears to have surface damage caused from the printing process. This is likely why the sample was not printed correctly. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Conclusion: this is likely why the sample was not printed correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a 5 ml bd luer-lok¿ syringe sterile, single use was found with foreign matter before use. There was no report of injury or medical intervention.